Event description:
It was reported that a powered wheelchair turned on unintentionally and drove into a newstand, bruising the user's leg. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
.